Manufacturer narrative:
(B)(4). The lot was manufactured february 7, 2015- february 9, 2015. The device was received for evaluation. Visual inspection found white particulate matter approximately 0.35 square mm in size floating in the bladder. Fourier transform infrared spectroscopy was performed and identified the particle as acrylic. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white floating particle in a large volume infusor. This was noted before patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.